Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient needed ipg moved to new location in her back for comfort and ease of charging purposes. No changes made to existing system. Simply moved ipg to new location using the existing implant. Should additional information be received, this file will be updated.